Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received a motor error ad sometimes it locks up. The customer also reported that the insulin pump received no delivery alarms, rewinds on its own, motor was slower during rewind, does not alert when battery was low and died without warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.